Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a supraventricular tachycardia ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and webster cs catheter with auto ID technology and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, post ablation phase and post use of biosense webster products, a cardiac tamponade was noticed as the patient's blood pressure dropped. The cardiac tamponade was confirmed by echocardiogram. A pericardiocentesis was performed and 1700 cc of fluid was removed. The patient¿s blood pressure became normal after the hra catheter was removed from the heart. The patient was reported to be in stable condition. Extended hospitalization was required because the patient was sent to the operating room. It is unknown if surgical intervention was performed. The physician¿s opinion on the cause of the adverse event may be because of the webster cs catheter with auto ID technology or the awkward placement of the atrial lead which seemed to make catheter maneuverability difficult. No transseptal puncture was performed. Ablation was performed prior to noticing the cardiac tamponade. There was no evidence of a steam pop. Flow setting was 30 ml/min during ablation. Graph, dashboard and visitag visualization features were used. Visitag parameters were range 2 mm, max distance change, 3 second minimum time, force over time 25% over 5 grams, 3 mm tag size and tag index color option. Additional attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event will be conservatively reported under the thermocool® smart touch¿ bi-directional navigation catheter and webster cs catheter with auto ID technology.

Manufacturer narrative:
Initially, the hra catheter was reported as an ¿unknown brand hra catheter¿. However, additional information was received on november 25, 2019 stating that the hra catheter is a biosense webster, inc. Auto ID quad. Therefore, updated ¿concomitant medical products and therapy dates¿ to reflect this product to a ¿unk_c3 webster quadrapolar with auto ID ¿ fixed¿ from ¿unknown brand hra catheter¿. In addition, initially, this event was conservatively reported under the thermocool® smart touch¿ bi-directional navigation catheter and webster cs catheter with auto ID technology. However, per the additional information received on november 25, 2019 clarifying that the ¿unknown brand hra catheter¿ was a biosense webster, inc. ¿unk_c3 webster quadrapolar with auto ID ¿ fixed¿, this event will also conservatively be reported under the ¿unk_c3 webster quadrapolar with auto ID ¿ fixed¿. Biosense webster manufacturer's reference number: (B)(4) has three complaints that are related to the same incident. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Investigation summary: it was reported that a 38-year-old female patient underwent a supraventricular tachycardia ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter, webster cs catheter with auto ID technology, and unk_c3 webster quadrapolar with auto ID ¿ fixed. During the procedure, post ablation phase and post use of biosense webster products, a cardiac tamponade was noticed as the patient's blood pressure dropped. The cardiac tamponade was confirmed by echocardiogram. A pericardiocentesis was performed and 1700 cc of fluid was removed. The patient¿s blood pressure became normal after the hra catheter was removed from the heart. The patient was reported to be in stable condition. Extended hospitalization was required because the patient was sent to the operating room. It is unknown if surgical intervention was performed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection tests were performed and were found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).